Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to device clinic with device in back up vvi mode. The device was reprogrammed to previous settings and patient was released from clinic without any complications.